Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. In provided patient x-rays the version of the acetabular cup is less than recommended by surgical technique and may have been a factor in how the devices performed. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for dislocation, osteolysis and metallosis noted.